Event description:
It was reported that the preloaded intraocular lens (iol) was found to have a defect in the optic immediately after implantation. Account indicated that the iol was getting stuck during the shooting process. The lens was explanted and a standby iol was implanted. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - the lens was removed and replaced during the same procedure. Section d6b - explant date: n/a - the lens was removed and replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes section d9: returned to manufacturer on: 03-jun-2026 section h3. Device evaluated by manufacturer? Yes device evaluation: a photo was provided by the customer and evaluated. The photo showed the lens cut and one piece of the lens including one of the haptics missing. Scratch / cracked like marks and damage to the side of the lens can also be observed. Visual inspection of the complaint device revealed that the lens was cut with a portion of the lens missing. Damage on the center of the optics was identified. No damage was observed with the cartridge. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge and lens module indicating that an excessive amount of ovd may have been used. No damage to the lens module was observed. The plunger rod tip was slightly damaged. No issues were observed with the handpiece. The complaint issue "stuck in cartridge" was not identified during photo and product evaluation. The complaint issue "lens damaged" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.